Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample information: infusomat space, 8713050, serial no.: (B)(6). History files: the last programming and infusion performed with the equipment occurred on 07/03/2026. The user programmed a volume of 800ml, a time of 15 hours, and a flow rate of 53.34ml/h. The user started the infusion at 20:10:36, the total volume already infused was 1914.3ml and was not reset. The equipment activated the vtbi alarm near the end at 10:42:44 on 08/03/2026. The equipment activated the kvo function and changed the flow rate to 5ml/h at 11:12:45 on 08/03/2026. The total volume already infused was 2714.3ml. The infusion was stopped and restarted several times due to pressure alarms, being completed at 11:28:19 on 08/03/2026. The total volume infused was 2715.59 ml. Total volume infused was 801.29 ml. Total infusion time, excluding stops, was 15:16:32. We did not find any errors in the infusion time or volume infused. The infusion occurred according to the schedule and user actions. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion was performed using the last programmed infusion and recorded in the equipment's usage history. The programmed volume was 800 ml, with a programmed flow rate of 53.34 ml/h, in 15h. The volume infused was 800 ml with an error of 0.0% and the infusion time was 14h59min49 with an error of 0.0%. The test was approved (system accuracy is typically ±5% of volume, according to iec/en 60601-2-24). Conclusion: the technical defect could not be confirmed. Analysis of the usage history revealed no errors in infusion time or volume. The infusion occurred according to the programmed schedule and user actions. The result of the functional test performed on the equipment showed that it is functioning correctly and precisely within the established accuracy limits. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: the pump indicated the end of parenteral nutrition; upon inspection, a small amount of residue was found in the bag, measured at 6ml.